Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported communication error was not reproduced. A definitive root cause of the error could not be determined, however, it is possible that the issue was the result of a faulty image sensor unit and or a faulty component on the printed circuit board. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscopic image¿ ¿confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. If the object cannot be seen clearly, wipe the objective lens using clean lint-free cloths moistened with ethyl. 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the distal end of the endoscope. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a scope communication error. This occurred during preparation for use. The procedure was still completed and there was no report of patient harm.

Manufacturer narrative:
E1: (B)(6).. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, investigation found the following: a deformed scope connector cover, a sticky scope connector and scope connector cover unit due to water leakage, a noisy image due to a damaged suction connector, and a less than standard value of the bending angle in the up direction due to angle wire wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.